Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. The exact cause of the reported event could not be conclusively determined. However based on the reports, omsc surmised there was the possibility this phenomenon was attributed to the temporary malfunction of the subject device or the influence from things except the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that there was possibility the subject device was flowed all co2 gas at once during the unspecified procedure. The user kept to use the subject device and completed the procedure. There was no report of patient injury associated with this event.